Event description:
During medial temporal lobe ablation during craniostomy, the probe was placed and the thermocouple was not registering properly. This probe was discarded. A second probe was placed, and the thermocouple was measuring appropriately. The patient was not harmed.